Event description:
It was reported that the patient received inappropriate therapy due to a possible fracture on the right ventricular (rv) lead. The pace/sense portion of the lead was capped and replaced with a new pacing lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d314trg ICD, implanted: (b)(60 2012. (B)(4).